Event description:
The microbial growth monitor bottles have metal crimps that need to be removed to open the bottle. The lab technician was removing crimps and received small cuts on their hands. The technician washed their hands and put bandaids on the cuts, but required no medical attention.